Event description:
Boston scientific received information that this implantable cardioverter defibrillator had migrated causing the lead to lose slack. The device was re-anchored in the pocket and the leads were both repositioned. Following the repositioning of the device and leads, all sensing and threshold measurements were normal. No adverse patient effects were reported as a result of the surgery.

Manufacturer narrative:
At this time there is no additional information available. If additional information becomes available the event will be updated.